Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while being applied on the extraperitoneal space - abdominal, the balloon physically broke and did not inflate. A subsequent balloon was opened to dissect the tissue plane. There was no patient injury.